Manufacturer narrative:
By checking the manufacturing charts of the connector (code 1374.15.310, lot# 1807803) no pre- existing anomaly was found. The product codes of glenosphere and reverse lateralized liner are not marketed in the us, only connector is. In any case, we checked the manufacturing charts of the glenosphere (code 1374.50.400, lot# 1807821) and of the reverse lateralized liner (code 1365.09.115 lot# 1714975) and, also for these lot#, no anomaly was detected. No other complaint received on the lot# involved. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Revision surgery of smr reverse due to posterior subluxation and nerve palsy previous surgery performed on (B)(6) 2018, revision surgery on (B)(6) 2018. During revision surgery the surgeon removed, glenosphere (dia. 40 mm, code 1374.50.400, lot# 1807821), reverse lateralised liner (dia. 40 mm, code 1365.09.115 lot# 1714975) and connector (code 1374.15.310, lot# 1807803). Then eccentric glenosphere (code 1376.09.031, dia. 36 mm) was implanted. Humeral extensions were trialed with 36 mm reverse retentive liners and surgeon performed jointed reduction and assessment of stability and rom each time. Eventually the definitive extension for reverse humeral body (code 1352.15.001) and 36 mm + 3 mm retentive poly liner (code 1361.50.015) were implanted. He was satisfied with final stability. Surgeon commented on difficulty to remove the screw from the glenosphere, he ended up cutting through glenosphere with gouges to remove the safety screw out of the glenosphere. He stated that metal back glenoid and screws in-situ were solid, well fixed and he was satisfied with fixation. (B)(6).

Event description:
Shoulder revision surgery of smr reverse due to early posterior subluxation and nerve palsy performed on (B)(6) 2018. During the revision surgery,the following components - previously implanted on (B)(6) 2018 - were removed: glenosphere dia. 40mm, code 1374.50.400, lot# 1807821; smr reverse lateralised cocrmo liner dia. 40mm, code 1365.09.115 lot# 1714975; connector, code 1374.15.310, lot# 1807803. And the following components were implanted: eccentric glenosphere dia. 36mm, code 1376.09.031 · humeral extensions were trialed with 36mm reverse retentive liners and surgeon performed jointed reduction and assessment of stability and rom each time. Eventually the definitive extension for reverse humeral body (code 1352.15.001) and 36mm + 3mm retentive poly liner (code 1361.50.015) were implanted. Surgeon commented on difficulty to remove the screw from the glenosphere, he ended up cutting through glenosphere with gouges to remove the safety screw out of the glenosphere. Surgeon stated that metal back glenoid and screws in-situ were solid, well fixed and he was satisfied with fixation. According to the info reported, during the revision surgery, it was decided to reduce the size of the glenosphere (from a 40mm to a 36mm) to utilise the 36mm retentive liners by reducing the likelihood of further dislocations. Surgeon satisfied with the final stability of the implant. Event happened in australia.

Manufacturer narrative:
Check of DHR: by checking the manufacturing charts of the reverse lateralized liner (code 1365.09.115, lot# 1714975) no pre-existing anomaly was found. We also checked the manufacturing charts of the glenosphere (code 1374.50.400, lot# 1807821) and no pre-existing anomaly was detected. No other complaint received on the lot numbers involved. Explants analysis: explants not available to be returned to limacorporate for further analysis. According to the info reported, explants were disposed of as per hospital policy. According to the remarks made by the surgeon responsible for the early shoulder revision surgery, patient also experienced axillary nerve pain. During the revision surgery, there was suture stitches which the surgeon attributed to the nerve pain and symptoms. X-rays analysis: we received one picture of the glenosphere dia.40mm + smr reverse cocrmo liner + connector explanted and a single x-ray. The exact date of the x-ray provided was not specified but it refers to pre-op revision. Following, our medical consultant (dr. Astley)'s comment on the x-ray received: "from the pre-operative xray view we cannot see any tuberosities and no evidence of cuff tear arthropathy. Therefore, I presume this prosthesis was inserted for a fracture and the tuberosities were excised? The morphology of the glenoid body in relation to the scapula body is what I call an "astley type 2". This is where there is a "short body" and relatively acute angle between the inferior border of the glenoid and the lateral border of the scapula. An "astley type 1" has a long glenoid body and a more obtuse angle between the glenoid body and the scapula body the significance is that the type 2 is more likely to impinge than the type1 this case is a type 2. If a reverse impinges it is more likely to be unstable. In a type 2 I will have a low threshold to graft the glenoid to lateralise the glenosphere to lessen the potential for impingement and to increase the stability. The surgeon has used a lateralising humeral implant which can achieve the same thing to an extent. The glenoid baseplate is well down and in an ideal position on the face of the glenoid so impingement is less likely. In summary if I am correct that the indication for the surgery was a fracture then the most significant factor contributing to the instability would I think be the absence of the tuberosities". We don't have info about clinical condition of the patient before performing the primary surgery on (B)(6) 2018 so we cannot speculate about root cause (fracture?) For implanting a smr reverse shoulder prosthesis at that time. According to lima surgical technique and instruction for use, the smr reverse shoulder prosthesis is indicated for primary, fracture or revision total shoulder replacement in a grossly rotator cuff deficient joint with severe arthropathy (disabled shoulder). According to our medical consultant's judgment, the most significant factor contributing to the early instability experienced was the absence of the tuberosities. Event not product related. Pms data: according to limacorporate pms data, the specific revision rate due to shoulder dislocation with smr reverse cocrmo liners (product codes 1365.09.xxx, 1362.09.xxx) is (B)(4). None of these cases were classified as product related. Surgical factor or patient condition were identified to be the causes of all the events reported to limacorporate. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market on the reoccurrence of similar events.